Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2013 due to product performance issue. This right ventricular lead has an impedance of 200 ohms and increased thresholds. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).